Event description:
The hcp reports the patient's catheter was explanted and replaced due to a tear in the catheter. The patient was experiencing an increase in pain. A new catheter was implanted in 2006 and it was discovered the old catheter had a tear. The hcp reports there was no sign of infection, the patient did not have meningitis, and did not experience drug withdrawal.